Event description:
It was reported that the patient was experiencing inadequate pain relief and itchiness at the implant site when the stimulation was on. The patient underwent an explant procedure. No further information could be obtained despite good faith efforts.

Manufacturer narrative:
Block b3: exact date unknown, event occurred two months prior to the date the manufacturer was made aware. D6: explant date: (B)(6) 2025.